Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: 113946 crt-d, implanted: (B)(6) 2014; 101867 lead, implanted: (B)(6) 2014; brp040805 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during an attempted implant, the physician attempted approximately five different positions to place the right atrial (ra) lead to no avail. On the sixth attempt, the physician was unable to retract the helix back into the lead body. The ra lead was removed and replaced successfully. No patient complications have been reported as a result of this event.